Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 729 mg/dl at the time of admission. The customer was at 424 mg/dl at the time of the call. The pump was downloaded and 30 no delivery alarms were noted, as well as multiple set changes. The customer used manual injections and was given intravenous fluids to treat. The customer experienced symptoms such as nausea, vomiting, and headaches. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.